Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that after cleaning the scope connector, the issue was resolved. However, the cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Event description:
The customer reported to olympus, the light source displayed a b30 error (scope communication error) on seven different scopes. The customer also reported that the same scopes gave a e216 error (scope communication error) when connected to a different evis exera iii xenon light source. The issue was found during reprocessing for a diagnostic colonoscopy procedure. The intended procedure was postponed for an approximate ten-minutes until the issues was resolved, and it was completed by using the same set of equipment. There were no reports of patient harm, impact to the patient condition, or outcome of the procedure.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus technical assistance center (tac) advised the customer to turn off the device, remove the scope connectors, clean the scope connectors with an alcohol prep pad, allow them to dry, connect the scope connectors back onto the device, and power on the device. Tac also reviewed proper connection and removal of scopes with the customer. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.